Event description:
It was reported to boston scientific corporation in 2007, that a c.r.e. Balloon dilatation catheter was used during an esophageal dilation procedure on a female patient on the same day, (patient age and weight unknown). According to the complainant, during the dilation the balloon ruptured inside of the patient. The balloon was removed from the patient and the procedure was completed successfully with another c.r.e. Balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
According to the complainant, the suspect device has been disposed by the user facility and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.